Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 30mm amplatzer septal occluder was selected for implant. After deploying the distal disc, the physician unsheathed to deploy the proximal disc. Upon deployment, the proximal disc deformed in a "line shape". The device was re-sheathed and exchanged for a new 30mm amplatzer septal occluder (lot 6492090). The second device did not sit properly due to patient anatomy, so it was also re-sheathed and removed. The procedure was aborted. No patient consequences were reported. Additional information has been requested. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined. Correction: device has been returned since time of initial report. Additional information: device analysis completed.